Event description:
It was reported to philips that x-ray tube failure and flexvision pc issues were detected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray tube, flexvision pc, and dvi matrix adapter, performed calibrations, and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).